Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber has detached in the patient. There were no procedure and patient outcome reported.